Event description:
A 51-year old female patient was treated surgically for a distal tibia fracture. The fracture was fixed with a bone grafting plate and resorbable screws. Based on information received, no intraoperative problems were encountered, however a disposable silicone drain was placed afterwards. Postoperatively the patient found that the wound healed poorly. The patient underwent debridement and prp (platelet-rich plasma) implantation 1 month postoperatively, no implant removal has been reported. After debridement and prp the wound still healed poorly, and the patient was then transferred to bone microprosthetic surgery department for further treatment. At the discharge time the patient presented anaemia and hypoproteinaemia.

Manufacturer narrative:
The cause of the incident was analysed by the customer to be the patient's own cause due to poor skin condition, anaemia and hypoproteinaemia. Based on information received by the manufacturer, it is probable that the problems with the wound healing have been caused/affected by the patient conditions including poor skin condition, anemia, and hypoproteinemia. The combined effects can significantly impair wound healing. The patient underwent debridement and prp implantation to improve wound healing and received further treatment at (B)(6) surgery department. According to long term pms data of inion freedom/otps system (2004-2023) a complication-to operation ratio for a short term foreign body reaction < 3 months post-operatively is 0,01 % and for an infection: 0,00 %. It was verified that there are no other complaints related to this lot. Batch record review shows that there are no nonconformities related to the manufacture or sterilization of this lot. Even though the patient condition described above is likely to have caused the problems with the wound healing, and no evidence have been received by inion that the problem would be associated with inion implants, the involvement of the inion implant in the incident cannot be undoubtedly excluded with the information received. Thus this complaint is being reported out of an abundance of caution. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.